Manufacturer narrative:
The device was explanted on (B)(6) 2021.

Event description:
It was reported that approx. 27 months after the implantation the pacemaker could not be interrogated and showed low pacing rate.

Manufacturer narrative:
The device was explanted on (B)(6) 2021. The device was received and analyzed. Upon receipt, the device was not properly interrogatable, confirming the clinical observation. The memory inspection revealed an invalid memory content. The ability of the device to deliver therapies was verified. No anti-bradycardia pacing pulses were present. Therefore, the pacemaker was opened and subjected to further analysis. The visual inspection revealed a damage of a welded battery band, that connects the battery to the electronic module, resulting in an intermittent contact. The battery voltage itself was measured showing a fully charged battery. Thus, the battery was soldered to the electronic module. Subsequently the current consumption was directly measured and proved to be normal. The device was reset using a technical programing tool and afterwards all therapy functions were available and worked as expected. There was no indication of a device malfunction. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. During the further course of the analysis, the home monitoring data were evaluated showing no anomalies until (B)(6) 2021. In particular the battery voltage was as expected for a sufficiently charged battery. No voltage drops or device resets were documented in these data. In conclusion, the clinical observation could be confirmed, the device was neither interrogatable nor was any output signal present. The analysis revealed a damage of a battery band which resulted in an intermittent contact to the electronic module. The root cause could not be determined conclusively. Since the manufacturing records did not show any deviations and home monitoring data were inconspicuous until (B)(6) 2021 it is reasonable to assume that the damage was caused by strong external mechanical influences after (B)(6) 2021. However, the exact date is unknown.